Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopic surgery on the knee the tip of the probe broke.

Event description:
It was reported that during an arthroscopic surgery on the knee the tip of the probe broke.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Review of the device history record of this lot disclosed no discrepancies that could contribute to this condition. The returned unit, which had been used in surgery, was visually inspected without magnification. The ceramic plus the electrode were detached from the lumen and returned with the unit. The electrode stem was broken in two and detached from the lumen. A possible root cause could be due to user related (misuse). It is possible that there was impact with a cutter or another instrument that could lead to the breakage observed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.